Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that clarification that the surgery was not related to device/therapy. Patient stated that when they bent to the side they received a strong shock and this happened 4-5 times; they turned the device off. Patient stated issue not resolved however they will be reprogramming device at next appointment at end of march.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that when the patient went to turn programming on, the programming had jumped. Caller stated if the patient turned a certain way, it shocked him and almost puts him to the floor. Patient was supposed to meet with the rep but could not make it that day so hcp told him to keep it off since patient was having surgery in (B)(6), until further reprogramming could be done. Patient has an appointment on (B)(6). No further complications were reported/anticipated.